Manufacturer narrative:
Examinatin of the sample indicates that the tip of the dilator has separated from the shaft and was not returned. It appears that the dilator tip separated during or following insertion. Insertion difficulty was likely associated with the pt's anatomy and the technique used during insertion.

Event description:
It was reported that resistance was encountered during insertion of the iab in the pt's left femoral artery. The left side insertion was aborted, but the sheath was left in place. Successful insertion was accomplished on the pt's right side. When the sheath that was inserted on the left side was removed in surgery, the dilator was found to have separated. The pt has a stent in the iliac artery, and the dilator came in contact with the stent, causing it to separate. The cause of the incident was not due to the product.